Event description:
"Patient was undergoing laparoscopic appendectomy. Appendix was adherent to the mesentery. We made a rent in the mesoappendix at the base of it and transected it at that level using an echelon flex 45 mm with a blue cartridge. The same instrument was used with a gray cartridge to try to transect the mesoappendix. We closed the jaws and the device got jammed and it would not cut or open. After several minutes we were able to open it up. We removed it and used a new one to complete the procedure."